Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported the patient received a pump exchange due to infection. The exchange was completed without issue.

Manufacturer narrative:
The lvad was explanted and sent to the lab at the hospital and will not be returned to the manufacturer for analysis. A review of the device history records showed no deviations from manufacturing or qa specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. No further information is available the manufacturer is closing its file on this event.